Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the instrument tip came apart. Jaw broken apart during surgery. Opened a new one and proceeded successfully. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p94f22. Investigation summary: the device was received with the electrode separated from the ceramic but still attached to the active rod. In addition no damaged was observed at the jaw as reported by user. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.